Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had an issue with zcb00 intraocular lens (iol). The haptics stick together for 2-3 minutes in a case and the doctor tried to get them unstuck but ended up puncturing the capsule with a 2nd instrument leading to a vitrectomy and placement of an anterior chamber (ac) lens. Several follow-ups were performed to try to ask for more clarification and also obtain more information but there was no additional information received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device evaluation: the lens was not returned, therefore, an investigation could not be performed. The complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed no additional investigation requests for this po number. Conclusion: as a result of the investigation ,there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.